Manufacturer narrative:
The exact implant date was not available, therefore the date 09/01/2023 was used as estimate.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. A surgical procedure was performed, during which it was noted that the pump was not moving the fluid properly and was not filling when activated, leading to the device not working as intended. All components were removed and replaced, the cuff was implanted in a smaller size, and no additional patient complications were reported.